Event description:
The customer reported that the left side of the screen went gray and the system would not fluoro. No patient injury was reported.

Manufacturer narrative:
No conclusion can be drawn as repair information is unavailable and no additional service information was provided.